Manufacturer narrative:
(B)(4)

Event description:
It was reported that abutment screw loosened from implant tooth location #18.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection with abutment attached. A visual inspection revealed that the returned screw shows signed of usage and wear at the threads and hex, but was unable to remove due to abutment damage for further investigation/testing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes screw loosening, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. Based on the DHR review, there were no manufacturing deviations identified that could cause or contribute to the reported event. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. (B)(4).